Manufacturer narrative:
Alleged failure: the blade broke off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Lot number is unknown; therefore, manufacture date can not be confirmed. (B)(4).

Event description:
It was reported that the blade broke off inside the patient's knee. The broken pieces were successfully removed and the procedure was completed successfully